Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the clear insulation broke and pieces fell into the pt's cavity. The pieces were retrieved form the pt. The procedure was delayed by more than 30 minutes. Another device was used to complete the procedure. There was no injury to the pt.